Event description:
The patient presented to the emergency room with symptoms of chest pain. A computed tomography (CT) scan was performed, and a thrombus was seen on the cardiomems sensor extending into the segmental branch. The patient was hospitalized and prescribed eliquis to resolve the clot. The patient has been discharged home and is stable.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.